Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was in the right ventricular outflow tract (rvot). An x-ray was performed and showed that the lv lead was outside the heart shadow. The lead exited the right ventricle via the rvot, into the pulmonary artery, and then the lung. Therefore, it was determined that this lead was not initially placed correctly, and as a result, there was no capture. Subsequently, surgical intervention was performed, and this lead was capped (abandoned). A new lv lead was implanted. No additional adverse patient effects were reported.